Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the plastic part of hptuv started to fail (broken plastic part). Another handpiece was used to complete the case. The case was extended 5 minutes.